Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Manufacturer narrative:
¿Date of event¿ is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a surgery prior to which the ipg was not put into surgery mode. In turn, the ipg was unable to communicate with the external devices and patient lost therapy. As a result, surgical intervention occurred during which the ipg was explanted and replaced. During the same surgery, the lead was also explanted and replaced as documented in related manufacturer reference number 1627487-2019-13784.